Event description:
It was reported during in clinic follow up that the atrial lead exhibited high pacing impedance and high capture threshold. Fracture was suspected. The lead was capped on dec 12, 2023 and successfully replaced. The patient was stable and asymptomatic.